Manufacturer narrative:
(B)(4). Dyspareunia. Recurrent prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06119. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the patient underwent a gynecological procedure on (B)(4) 2004 and mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and a mesh was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic relaxation and stress urinary incontinence. The patient underwent the concurrent procedures of posterior colporrhaphy with iliococcygeal vaginal vault suspension during mesh implantation. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to perineal pain with vaginal graft erosion. It was reported that the patient underwent robotic sacral colpopexy, bard mesh and cystoscopy for stage I anterior prolapse on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision/removal surgery on (B)(6) 2006 due to vaginal mesh erosion. The patient underwent another surgery on (B)(6) 2012 to treat recurrent pelvic organ prolapse and stress urinary incontinence and a bard mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.